Event description:
Additional information received. Patient reported unknown what circumstances led to having to charge every 2 days but indicated they were still having pain. Patient indicated their husband fixed it and they didn't have to charge for 7 days. Patient reported having to recharge every 2 days has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient had hip replacement surgery (B)(6) 2020 and since having hip surgery patient is having trouble with the therapy. Caller stated the patient is having pain and patient is not sure if the implant is working properly for the last two weeks. Caller stated the ins is located on the left side of the body. The patient was redirected to their healthcare provider to further address the issue. The patient reported that as far as she could tell, the stimulator all of a sudden stopped working perfectly. The patient met with a manufacturer representative to "put in numbers." However, when she got home, it was the same thing again. The patient was in pain and has had to power it up every two days. Having to charge every two days has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the patient was charging every two days since 2 weeks ago. Caller stated patient used to charge every 10 days. Caller asked about patient setting, group a, p1 @ 3.70v. Patient services (ps) confirmed patient gets all coupling bars when charging the implant. Caller stated the ins is showing 50% charged currently on the patient programmer screen. The patient was redirected to their healthcare provider to further address the issue and concerns.